Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd syringe luer-lok¿ tip was deformed and dented. This event occurred 3 times. The following information was provided by the initial reporter, translated from ": 3 deformed and dented.

Event description:
It was reported that the bd syringe luer-lok¿ tip was deformed and dented. This event occurred 3 times. The following information was provided by the initial reporter, translated from ": 3 deformed and dented.

Manufacturer narrative:
The following fields were updated due to additional information: d4: medical device lot #: 1180460. D4: medical device expiration date: 31-may-2026. H4: device manufacture date: 29-jun-2021. D9: device available for eval yes, d9: returned to manufacturer on: 23-may-2022. Investigation summary. It was reported the customer received product with foreign matter, dented and with a printing defect. To aid in the investigation, forty-three samples and six photos were received for evaluation by our quality issue. Forty-two samples came with no packaging blister and one sample came with a packaging blister showing lot 1180460. A visual inspection was performed with a 10x magnifier lens. Thirty-one samples have embedded degraded resin and two samples have barrel damage. Of the remaining samples, one has a scale printing imperfection and nine samples have rub marks; these are acceptable imperfections. The six photos provided show some of the samples received. No other defects or imperfections were observed. A device history record review was completed for provided material number 302830, lot number 1180460. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. Based on the investigation and with the returned sample analysis the symptom reported by the customer could not be confirmed as the scale marking issue reported is considered an acceptable imperfection.